Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and shattered. Reportedly, the customer fell and the touch screen became damaged. Customer is unable to interact with the pump touch screen due to large missing pieces of glass. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.